Event description:
Customer reports to have received a button error alarm after battery change. Customer's blood glucose was 444 mg/dl, and was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. The insulin pump was monitored and had no flashed numbers anomaly, vibration anomaly noted. Time advanced properly and battery icons functioned properly. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.